Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device talentia could be interrogated on (B)(6) 2025, with different programmers. The rms reports could not be established.

Event description:
Reportedly, the device talentia could not be interrogated on (B)(6) 2025, with different programmers. The rms reports could not be established.

Manufacturer narrative:
Please refer to the attached report. Analysis of the device revealed: - a failure of the high voltage transformer resulted in an overvoltage that damaged several components of the ICD circuitry. These damages led to an abnormal high current consumption from the battery and consequently an abnormal decrease of the battery voltage until 0v. - the root cause of the failure of the high voltage transformer is probably an insulation defect of the secondary windings of the high voltage transformer (component failure). This case is retained and utilized for trending purposes.

Manufacturer narrative:
Please refer to the attached report.preliminary analysis of the device revealed a failure of the high voltage transformer impacting some components of the ICD circuitry. These damages led to an abnormal high current consumption from the battery and consequently an abnormal decrease of the battery voltage until 0v.further analysis of the high voltage transformer will be performed by the manufacturer of the high voltage transformer.

Event description:
Reportedly, the device talentia could not be interrogated on (B)(6) and (B)(6) 2025, with different programmers. The rms reports could not be established.